Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that, at the pharmacy, the expiry date mentioned on the primary package of the mesh bag was different from the one on the secondary package. There was no patient involvement. No further information is available.